Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 2 pc discardit ii¿ syringe had foreign matter "contained in the pack". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd has been provided with the affected samples. After the evaluation of the returned samples, bd has confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. DHR review for lot number 7289378: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine, nº4208, and nº4204, in lot #7282435 (october 16th ¿ 23rd, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7282403, #7269058, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7282420, #7269060 and no problems, defects or qn related to the reported issue were found. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that bd 2 pc discardit ii¿ syringe had foreign matter "contained in the pack". No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd 2 pc discardit ii syringe had foreign matter "contained in the pack". No serious injury or medical intervention reported.